Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause, adverse patient effects, and troubleshooting performed / actions taken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's left ventricular (lv) lead, exhibited loss of capture (loc). Review of lv threshold measurements showed that they were 3v @1.5ms, which was also the currently programmed lv output. This crt-d system remains in service. No adverse patient effects were reported.